Event description:
It was reported that an electrode cracked during surgery. The surgeon was able to retrieve all the pieces without pt consequences.

Manufacturer narrative:
Depuy mitek has not received the complaint device, if and when the device received, it will be evaluated. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of the potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.